Manufacturer narrative:
(B)(4). Additional concomitant medical products: 113650, comprehensive humeral stem, 887520; 115320, versa-dial glenosphere standard, 073170; xl-115368, arcomxl retentive +3 mm humeral bearing, 976440; 115370, cobalt chrome standard humeral tray, 005740. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08529, 0001825034 - 2018 - 08532, 0001825034 - 2018 - 08533, 0001825034 - 2018 - 08534.

Event description:
It was reported the patient underwent a left reverse total shoulder arthroplasty revision surgery due to unknown reasons, approximately three (3) weeks following prior shoulder revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.